Event description:
It was reported to philips that the device alarmed. There was no patient involvement.

Event description:
It was reported to philips that the device goes into an alarm state. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.